Event description:
It was reported that the interconnect cable connector on the 9800 system was inadvertently disassembled by the customer. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable connector was repaired during the svc call. The system was tested and found to be working as intended and put back into service.